Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no vibrate anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. The customer¿s blood glucose was unknown at the time of incident. The customer state that insulin pump did not vibrate during the vibrate test and also state that the customer completed self test and insulin pump did not vibrate during the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.